Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this right ventricular (rv) lead was suspected to have fractured and exhibited noise oversensing which led to unneeded therapy delivery. The rv lead also exhibited high thresholds and high out-of-range pace impedance measurements. The physicians planned to extract the lead, however a venography showed that the vessels were occluded. As a result, the physicians decided to reprogram the device to doo mode with tachycardia therapy turned off. This device remains in service. No adverse patient effects were reported.